Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy and instructed to reach out to hcp regarding dosage.